Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the involved angio-seal device assembly was kinked. When the assembly was attempted to be inserted into the artery, the assembly was kinked due to calcification. The device was not used for safety, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. Estimated blood loss was less than 250cc. The procedure before deploying the device was permanent pace-maker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5mm. There was no health damage to the patient. The event occurred intra-operative. The patient was not injured, medical or surgical intervention was not required. There were no other devices or equipment used with the reported product.